Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reports via phone call that customer had missing electrode on sensor. Customer states that as he inserted the sensor, signal was not found. After having removed them he noticed that the electrode was missing. Customer¿s blood glucose was unknown at time of incident. Sensor will be return for analysis